Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
It was reported that a midwest push button latch type head contra angle won't hold burs; no injury resulted.